Event description:
It was reported that the balloon burst. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 12atm upon first inflation. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) medical center. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the site of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified a hypotube kink at 3 cm distal to the strain relief. Multiple kinks were noted along the shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Manufacturer narrative:
Initial reporter facility name (B)(6).

Event description:
It was reported that the balloon burst. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 12atm upon first inflation. The procedure was completed with another of same device. No patient complications were reported.